Event description:
It was reported that the guide wire tip fractured when attempting to advance through a 100% occluded proximal rca. Another company's guide wire crossed the occlusion to proceed with the case. The tip of the guide wire was not in the coronary and is believed to have been removed inside the guide catheter. The patient was having no symptoms.